Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the bios screen and displayed the message press f2 to enter setup. The nurses did not see when it happened or how the cns became this way. Tech support (ts) tried having them remove hdd 1 and booting with hdd 2 only. Then tried removing hdd 2 and booting with hdd 1 only. Then they also tried to remove the power then reboot. The issue persisted after all the troubleshooting. Ts informed them that the cns would need to come in for repair. They have deployed their consignment unit cns which is fully operational. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 04/12/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/24/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/07/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with the unknown response.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the bios screen and displayed the message press f2 to enter setup. The nurses did not see when it happened or how the cns became this way. Tech support (ts) tried having them remove hdd 1 and booting with hdd 2 only. Then tried removing hdd 2 and booting with hdd 1 only. Then they also tried to remove the power then reboot. The issue persisted after all the troubleshooting. Ts informed them that the cns would need to come in for repair. They have deployed their consignment unit cns which is fully operational. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the bios screen and displayed a "press f2 to enter setup" error message. Technical support (ts) had them remove the hdd 1 then boot with only the hdd 2, then boot with only the hdd 1, and then they tried to remove the power and reboot. However, the issue continued to persist. No patient harm was reported. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since we could not confirm further troubleshooting or resolution details and the device has not been returned for evaluation. Possible causes may include operating system (os) corruption or hardware component failure. Os corruption can occur due to a user error with file management or windows system updates, ungraceful shutdowns, or the status of the hard drives and other components. Hardware component failure can occur due to physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. A review of the complaint device's serial number shows a similar previous complaint under notification (B)(4) in which a specific root cause could not be determined due to a lack of customer response. The complaint device is over 2 years old. Due to the age of the device, wear-and-tear may be a likely contributing factor to possible hard drive failure. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the bios screen and displayed a "press f2 to enter setup" error message. Technical support (ts) had them remove the hdd 1 then boot with only the hdd 2, then boot with only the hdd 1, and then they tried to remove the power and reboot. However, the issue continued to persist. No patient harm was reported.